Manufacturer narrative:
During investigation of the monitor for an unrelated event a reportable malfunction was found. The rear response button was intermittent. The cause for failure was due to the metallic dome being off center. The root cause of the off center dome cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated event a reportable malfunction was found.